Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during fill on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power. The hp was going to start over and would call back for assistance if needed. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on 2011 regarding the system error 2240. Per the pd rn, she checked the patient notes and the hp had not contacted them about the alarm. Ps advised the pd rn that the hp disconnected and then reconnected and what the system error was and that there was air in the set. The pd rn stated the hp was currently using the cycler without any problems. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. No issues identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.